Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy procedure, for the first firing, at the moment the tissue was being clamped and the jaws were closed, a crack sound from the shell was heard. The surgeon continued to clamp the tissue completely. After confirming that the green indicator illuminated, there was no response when the green button was pressed and no other operation could be done. The device was reset by power approach. The reload was replaced and the surgeon could fire without a problem. On the sixth firing, after the green indicator illuminated, the green button was pressed again but there was no response given again. The jaws could be opened and closed so the reload was replaced again and the new reload could be fired without a problem. The surgical time was extended by less than 30 min. There was no patient injury.